Manufacturer narrative:
(B)(4). Batch # u5dg0t. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with damaged between nozzle proximal and shrouds, and with a gst60b partially fired 1/16 reload loaded on the device. The device was disassembled to verify the condition of internal components and the frame was noted to be broken. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage on the frame, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame and shrouds. Please reference the instruction for use for more information. The condition of the reload is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the endoscopic hepatectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.